Event description:
Caller reported blood glucose results of 348 mg/dl, 382 mg/dl, 198 mg/dl, and 179 mg/dl, each result 5 minutes apart on the advantage system. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.